Event description:
The lay user/patient's wife contacted lifescan in 2006, and alleged that the casing on the patient's one touch ultrasoft lancing device was cracked/broken. The medical affairs specialist (mas) spoke with the patient on august 16, 2006, who provided additional information. The patient informed the mas that the cap on the lancing device was cracked and broken for the past two days and that he was not able to test his blood glucose levels during that time. He mentioned that he had continued to take his set amount of oral medications (did not provide the name/dosage of medications) during the time he was not able to test. On the morning of the event date, (around 7:30-7:45 am), the patient was feeling nauseous, had cramping in the stomach, was sweating, clammy, and disoriented, and had vertigo. He attempted to test on meter, but realized that he could not since the lancing device issue. The patient then ate candy since he felt that his "blood sugars were low" and he felt better after that. His wife then called lifescan to report the lancing device issue. At the time of troubleshooting, it was verified that this was not a new product. Based upon the information provided by the reporter, there was no misuse of the product. Per the reporter, the patient did not have any issues with the meter, but just with the lancing device. This complaint is reported because the patient was not able to test his blood glucose on the meter and during this time had experienced symptoms that suggest he was hypoglycemic. He administered self-care (ate candy) and felt better. Based on the information provided, there was no misuse of the lancing device. A replacement (lancing device) was sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the product for evaluation, but has not yet received it. If the product is returned, lifescan will evaluate it and, if the product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.